Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test, battery out limit alarms or unexpected black circle on the display noted. The insulin pump has corroded battery tube, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window. The insulin pump was returned without the original battery cap.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. Customer stated the battery did not last for more than one week with the insulin pump. Customer also reported several failed battery test alarms and battery out limits alarms on the insulin pump. The customer also called back to report the failed battery test alarm persisted after receiving a replacement battery cap. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.